Event description:
(B)(4). Had essure implanted and the device from right side perforated my fallopian tube that same evening. This was confirmed by the required dye test at 3 months post surgery date. Second procedure was required for a tubal ligation a month later. Coil had fallen into my abdomen. Chronic pelvic pain since day of original implant of essure. Soon to have a tube and ovary removed.